Event description:
Information received by medtronic indicated that the insulin pump battery compartment was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the battery tube and battery cap found on (B)(6) 2021 the insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump was not received with original battery cap. The following were noted during visual inspection: broken battery tube threads, cracked corner of belt clip rails, cracked battery tube, broken belt clip rails, cracked retainer, cracked reservoir tube lip, pillowing overlay, stained overlay and cracked overlay. Customer has returned pump due to cracked battery tube and broken battery cap. Cracked battery tube, cracked corner of belt clip rails and broken battery tube threads confirmed during visual inspection. Battery cap damage unknown. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.